Event description:
It was reported to philips healthcare that the heartstart xl ac power cord sheath was peeling off the power cable. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.